Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the compressor in the avea ventilator is not activating. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation:a vyaire field service representative(fsr) evaluated the device onsite and found that the air pcb (printed circuit board) is the problem. The air pcb and compressor were replaced but the compressor at the higher end of the testing spectrum was failing. Flow valve characterization was performed but the test failed and would not complete. A new gde (gas delivery engine) will be ordered for replacement.